Event description:
I had essure placed in (B)(6) 2012. I have had severe menstrual bleeding needing ablation procedure to help with it. I have consistently gained (B)(6) pounds to date since essure placement after losing 150 by having gastric sleeve weight loss surgery in (B)(6) 2011, this in spite of not changing any of my exercise or eating habits that caused me to lose so much weight prior to essure. I have a constant metallic taste in my mouth; joint pain involving my right hip, leg and knee; bloating of my abdomen causing me to look 6 months pregnant most days; major hair loss despite good thyroid levels; excessive tiredness; excessive brain fog and loss of concentration; swelling/water retention in my hands and feet; low back pain almost daily; diarrhea and stomach cramps after every meal; migraines regularly; pelvic pain especially around ovulation and menstruation requiring pain pills and heating pads and causing missed work days. I have consulted the medical doctor who inserted the coils and she refuses to remove them stating my problems are not all related to essure.